Manufacturer narrative:
Additional information was received on sep 05, 2024 and section h11 should be reported as: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer and also alleged that device is no longer turning on. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed ui (users interface) knob broken. The air outlet port had light dust-like contamination in it. Air inlet had white dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area and on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer observed following during an internal and external inspection, that flip lid seal had unknown contamination on it. White and brown dust-like contamination, throughout humidifier enclosure. Unknown white dust-like contamination on and under the heater plate and on the dry box seal. Potential tan mineral deposits on the water tank pan. Significant build up observed inside water tank. Unknown white and brown dust-like contamination in the iso port (international organization of standardization.). The contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer was missed to code medical devcie problem code for the allegation of device not turning on, which was corrected in this report. Sections d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.